Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
An operator was splashed on the face with no foam reagent while adding the reagent into the unicel dxc 600 synchron chemistry analyzer. The operator was not wearing appropriate personal protective equipment (ppe) during the event. The operator visited ER and ophthalmologist; however no damage was sustained to the eye.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used for the cystic duct and the cystic artery. When the device was fired on the tissue, the clip was formed crookedly. As the event occurred several times, another device was used to complete the procedure. There were no adverse consequences for the patient. When the device was fired without tissue, scissoring occurred.

Manufacturer narrative:
(B)(4). Jaw misaligned. The analysis results found that the device was returned with the jaws misaligned and with one clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, ten scissor. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. A batch record review was performed and no anomalies were found during the manufacturing process.